Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon wings were found to be wrapped. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination was completed on the shaft of the device. A hypotube break was identified at approx. 24.5cm distal from the strain relief. Multiple hypotube kinks were present on both sections of the device. A visual and tactile examination was completed, and no issues were noted.

Event description:
It was reported that the shaft was broken. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. Upon unpacking, it was noted that the shaft was broken. A new device was used to complete the procedure. There were no complications reported.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the shaft was broken. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. Upon unpacking, it was noted that the shaft was broken. A new device was used to complete the procedure. There were no complications reported.